Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that they had to go to the emergency room due to a personal diabetes manager (pdm) error that they received. They still thought the pod was giving them insulin but it was not. Blood glucose (bg) levels reached 247 mg/dl. The patient was treated with insulin to bring bg levels back up.